Manufacturer narrative:
The lens was returned dry, taped to a plastic container. Visual inspection found no visible damage to the lens. There was evidence of residue on the lens. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -15.5 diopter, in the patients left eye (os) on (B)(6) 2018. At one day post-op, the lens was trying to protrude through the pupil and was kinked (too big). The pupil would not constrict. The lens was explanted on (B)(6) 2018 but the pupil remained dilated. The incision was enlarged slightly to remove the lens and sutures were required. Another lens was not implanted.

Manufacturer narrative:
Additional data: the reporter indicated at 1 day post-op, showed high central vault. The intraocular pressure (iop) was high for first few days, yet 1 day post-op, the eye was soft with flat anterior chamber. 2 day post-op, iop 28mmhg. The surgeon felt the orbscan wtw may have been measured incorrectly. (B)(4).